Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: the complaints lab received two samples. The samples were visually inspected. A clear liquid was found on the stopper. The substance was scraped from the stopper to ensure it was clear. The investigation found that this substance was silicone. Conclusion: based on the samples received the investigation concluded that bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.(B)(4).

Event description:
It was reported that some type of solution/lubricant was found inside the barrel of two 30 ml bd luer-lok¿ tip syringes. No injury or medical interventions reported.